Event description:
In late 2008, the reporter contacted lifescan (lfs) alleging that the one touch pint meter display was cracked. The reporter claimed the screen was cracked when the meter was new, out of box. There was no allegation of injury due to the issue. The complaint is reported due to the alleged cracked display.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.